Event description:
It was reported that the patient presented in-clinic for an initial implant-procedure. After the procedure it was noted that the right-ventricular (rv) lead had perforated into the left-ventricle. As a resolution the rv lead was explanted and replaced. The patient condition was stable.